Event description:
The company was informed the recipient experienced electrode migration. The recipient reportedly underwent revision surgery on (B)(6) 2026. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections a.1, a.2, a.3, d.1, d.4, h.10, h.4, h.6, d.6a, & d.6b. Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made which helped. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
An x-ray confirmed electrodes have migrated out of cochlea. The recipient was reactivated and is wearing the device successfully. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.